Manufacturer narrative:
Device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false positive tests and a member of the technical support group was able to perform data analysis. Lots 20842c, 22988a, 22229a, 22894d: the complaint history was reviewed and there were no similar complaints against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. A technical support representative reviewed customer data and performed data analysis. All data values were normal and met acceptable criteria. Root cause was undetermined.

Event description:
On (B)(6) 2022, customer reported to cue health technical support representative that they had high numbers of suspected false positives at two of their locations. Customer has 6 readers at their bakersfield site and 4 readers at their los angeles site for testing. Cartridges and samples are stored within appropriate temperatures. Although requested, customer was unresponsive and did not provide exact frequency of suspected false positive results, number of individuals, test dates, or cartridge serial numbers.